Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00002 to provide information regarding the evaluation of the reportedly involved sample that has been returned from the user facility.

Event description:
The user facility reported that a portion of the guidewire coating had been displaced during a procedure exposing the core wire. Follow-up communication confirmed: (1) the device was being used in conjunction with a balloon; (2) resistance was encountered and "passage was not smooth" during removal of the device; (3) upon removal a 10cm portion of the wire was noted to be damaged; and (4) there was no impact on the patient.

Manufacturer narrative:
The user facility has indicated that the involved device is available and shipping materials have been provided for return, but it has not been received as of this time. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with damage to the guidewire due to excessive manipulation against resistance during the procedure. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and (2) "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Evaluation of the returned sample by the manufacturing facility confirmed that the guidewire had been deformed (kinked) at a point approximately 9-mm from the distal tip. Examination and testing of undamaged areas on the returned sample found no evidence of any other anomaly or defect and performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is consistent with damage due to the guidewire being pushed against a hard object at some point during the procedure. The observed deformation of the guidewire would explain the reported difficulty in moving the balloon catheter over the guidewire, also. The instructions-for-use do address the potential for inappropriate manipulation of the glidewire under certain conditions to result in damage to the guidewire. Specifically the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.